Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source¿s power switch was broken. According to the initial reporter, the power stays on when the button is compressed, but then immediately turns off when you remove your finger from the button. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (power switch broken/power stays on) was caused by a damaged power switch due to the amount of times force was applied to the power switch which exceeded expectations. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.